Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was found during use of a homechoice cassette; further described as "leaking out from under the machine". This occurred during an unspecified process step for automated peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. Renal therapy services (rts) discussed continuous ambulatory pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.